Event description:
It was reported to philips that the device shock is not getting delivered. There was no patient involvement.

Event description:
It was reported to philips that the device shock is not getting delivered. There was no patient involvement. This case was discovered to be a duplicate of report # 3030677-2021-13436 and child records will be cancelled.

Manufacturer narrative:
This case was discovered to be a duplicate of report # 3030677-2021-13436 and child records will be cancelled.